Event description:
Nurse caring for patient stated the j loop is leaking (where the hub connects to the tubing) when flushed, stated this occurred yesterday as well to another nurse. Today's package information: 7" appx 0.30ml small-bore pressure infusion ext set w/remv microclave clear, purple clamp, luer lock, non-dehp tubing; lot# 14065656; exp. 2029-07-01.